Manufacturer narrative:
Added codes to h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The delivery system was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and found one other complaint from the same lot. The balloon burst in that case was found to be related to patient factors (calcification). During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and procedural training manual were reviewed. During valve alignment, the operator is instructed to unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Manage guidewire position. Guidewire can move proximally during valve alignment. The warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker. Maintain guidewire position in the left ventricle during valve alignment. Re-lock the device after unlocking every time. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much fine adjustment is left if additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. A gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Fine adjustment wheel functions only when the balloon lock is locked. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. If delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. As there was no confirmed edwards defect, no corrective/preventative actions are required. The events were unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. The event description reports, 'valve alignment could not be performed in a straight section of vasculature.' Additionally, 'there were calcifications in the aorta and aortic root where the valve alignment was performed.' Calcification may result in increased valve alignment forces and increased tension within the system. If valve alignment was performed with the delivery system interacting with calcified vessels, the valve may have difficulty moving through the vessel onto the target location on the inflation balloon. Additionally, if valve alignment is performed at an angle (non-straight section of aorta), this can cause the thv to unseat from the flex tip (non-coaxial placement of valve in relation to the flex tip) during alignment and 'dive' into the lumen of the flex tip. If the thv is unseated during alignment, it can result in additional valve alignment forces. Per the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.' Without the return of the complaint device or applicable imagery, a definitive root cause is unable to be determined at this time. However, available information suggests patient (calcification) and procedural factors (valve alignment performed in non-straight section) could have contributed to the reported event. The description reports, 'during procedure a rupture of delivery system balloon on valve deployment was occurred. The initial deployment (with balloon rupture) resulted in a slightly under-expanded frame and mild pvl. Balloon is suspected to have been compromised during valve alignment.' Performing valve alignment under high alignment forces can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip from the flex tip during alignment) and dive into the flex tip. It is possible that the non-coaxiality of the valve during valve alignment may cause the valve to interact with the balloon. As such, the balloon may have been compromised and consequentially burst during deployment. Additionally, calcification was reported in the aortic root. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Without the return of the complaint device or applicable imagery, a definitive root cause is unable to be determined at this time. However, available information suggests patient (calcification) and procedural factors (high alignment forces, valve interaction with inflation balloon) could have contributed to the reported event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case a rupture of delivery system balloon during valve deployment occurred. The initial deployment, with balloon rupture, resulted in a slightly under-expanded valve with mild pvl. It is possible the balloon may have been compromised during valve alignment. There was calcification in the aorta and aortic root where the valve alignment was performed. A second delivery system was used with good results to fully expand the valve with no pvl. Both inflations were at nominal volume. The ruptured balloon was withdrawn into the sheath and the sheath and balloon were removed together. The delivery system was discarded by the staff the procedure was successful, with a good result and no pvl. Patient was ok, recovering on normal care pathway.